Event description:
A consumer reported that following intraocular lens implant surgery, his vision is blurry and seems to "need more light to read." In a follow up, the surgeon reported that the patient had preexisting keratitis and blepharitis, and was treated with lid scrubs and tears. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 01/31/2012 and 02/08/2012 by fax, mail and phone. A completed questionnaire was received on 02/10/2010. (B)(4).